Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. An infusion set site change was performed and the occlusion alarms continued. A system check was performed and the pump performed as intended. Reportedly, the customer resumed insulin deliveries without changing any pump supplies. Customer's blood glucose level was 430 mg/dl. Customer alleged bg was caused by the occlusion alarm. A correction bolus was delivered and a manual injection was administered to address bg.